Event description:
Healthcare professional reported gantry moved downwards after powering up the laser. No pt involvement or injury reported.

Manufacturer narrative:
The device history records were reviewed for the laser; there were no unusual findings related to the reported issue. There was no sample returned for eval and no additional info provided related to this event. However, based on investigations into similar issues, the likely primary cause of this event is a failure of the gantry breaks due to uneven break pad wear. (B)(4).